Event description:
Customer reported to beckman coulter, inc. (Bec) that coulter act series analyzer had been leaking from the bath area. Customer reported that the coulter act series analyzer gave white blood cell (wbc) aperture alerts (x's) on controls. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wbc bath overflowed due to a clot in the tubing through valve lv15 which is the drain line for the wbc bath. The fse flushed to clot. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).